Event description:
It was reported that the bolus wizard feature was not operating properly. The customer was at his healthcare professional's office being treated for high blood glucose levels. The reported blood glucose reading was 455 mg/dl. Troubleshooting was performed, and found that the easy bolus was turned off. The bolus wizard feature functioned as designed after turning off the easy bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.